Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to verify operating currents, unexpected low battery alarms or perform displacement test and self test due to blank display.

Event description:
Information received by medtronic indicated that the battery was depleted very fast. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.